Event description:
It was reported that before surgery snap lock nut was broken. Surgery start time was delayed less than 30 minutes and a back-up device was used. No patient involved

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The exterior condition shows excessive wear (scratches, discoloration). The lead screw nut has completely separated from the snap lock. The handpiece side strain relief has been pulled up over the collet. Although the reported problem was visually confirmed, a functional evaluation was performed. During the functional evaluation, the handpiece troubleshooting test was performed. The test failed. The long attachment is bent and the drill barely fit tightly. The handpiece jammed/failed the handpiece test with a torque value of 98. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 273 similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.